Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigaiton the monitor was drawing excessive current, and mulitple components on the computer/analog and defibrillator pcas were damaged. The damage was caused by high-voltage travelling to low-voltage circuitry. Analysis of the damage determined that inter-board connector (B)(4) was internally shorted, causing the damage. The root cause for the short in the connector could not be positively identified. Initial MDR: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed a pulse test) has been confirmed. Upon investigation, the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.